Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that during a code blue, two philips xl defibrillators were used to shock the patient however each shock administered was not administered. Both machines failed to deliver a shock when indicated to do so. The involved patient died.

Manufacturer narrative:
The device was evaluated on site by two philips field service engineers (fse). The device passed all performance assurance testing. The error logs were reviewed and there were four ¿90007¿ error codes noted in the device logs. Three of these 90007 error codes were from 2014 ((B)(6)) and one was from (B)(6) 2015. There were no errors noted for the day of the reported event ((B)(6) 2015). The 90007 error code is a self-test failure (pacer or defib) which may be caused by pressing the pacer softkey during the self-test when not directed to do so. The battery associated with this device was a philips m3516a battery with a date code of ¿10 03 23¿ which reflects a date of manufacture of march 23, 2010. There was no malfunction of the involved battery. The ECG strips from this event were provided by the customer on (B)(6) telemetry mount sheets. These strips do not have the device serial number printed on them, so we are unable to determine when the users switched from the first defibrillator to the second defibrillator. The strips are not a continuous recording of the reported event. The strips begin with a date/time stamp of approximately 00:14:33 on (B)(6) 2015 and end at approximately 00:31:00. The strips indicate 9 ¿shock advised¿ messages, with 10 ¿no shock delivered¿ messages. The strips do not indicate any shocks delivered. The involved clinical staff believed that the shocks were delivered to the patient based on the patient¿s muscular response when the shocks were attempted. However, after each shock attempt, the clinical staff reported that the device responded with ¿no shock delivered¿. After receiving the ¿no shock delivered¿ messages with the first philips hsxl defibrillator, the customer indicated that (in no particular order) they replaced the philips defibrillator pads, checked the connections and brought in the second defibrillator for use. Philips requested information related to the skin prep performed on this patient and the condition of the skin, specifically whether the skin was wet, cold, or with excessive hair. The customer did not provide this information. The heartstart xl instructions for use (IFU, edition 7) provides related information regarding device behavior: when a ¿no shock delivered¿ event occurs, the user is alerted to this by a momentary message on the display accompanied by a 3-second beep and a printed message on the ECG strip. Additionally, the shock counter will not increment upward. The heartstart xl IFU states that ¿the presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance.¿ (edition 7, page 1-4). The momentary message table 12-2 in the IFU describes the possible cause of the ¿no shock delivered¿ message as poor skin contact; pads are not properly connected to the patient. The user is directed to make sure that the pads are applied properly and to replace the pads if necessary. The low-energy smart biphasic waveform is an impedance-compensating waveform that is designed to be effective across a wide range of patients. However, if you receive a "no shock delivered" message, check that the patient¿s skin has been washed and dried and that any chest hair has been clipped. If the message persists, change the pads and/or the pads cable. The patient impedance range is 10-25 ohm (minimum, depending upon energy level) to 180 ohm. The device passed all performance assurance testing by the philips fse's and remains at the customer site. There is no information that supports that a malfunction of the device occurred. This event is consistent with patient impedance outside of the range for delivery of therapy.

Event description:
It was reported to philips that during a code blue, two philips xl defibrillators were used to shock the patient however no shocks were successfully delivered. This investigation is regarding device serial# (B)(4). The involved patient died.